Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) exhibited battery depletion due to high current drainage. It was also reported that the right ventricular (rv) lead exhibited low impedance. The device and lead were removed and replaced. No patient complications have been reported as a result of this event.